Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the patient who reiterated information indicating that they have never been able to set it right since implanted. Patient further indicated they went and had new leads put in due to not being able to get the ins settings right. Patient reported leads were put in (B)(6) and indicated they still have not been able to "set it" right and the same issue has been going on. Patient also reported they haven't had time to meet for reprogramming.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulation was not getting to where the patient needed it. There were no reports of falls or other contributing facts. For diagnostics, x-rays images were taken, and it was discovered that the leads migrated down/laterally quite a bit. For interventions, the patient was being referred to a neurosurgeon for the placement of a paddle lead. The patient was alive with no injury and there were no further complications reported or anticipated.